Manufacturer narrative:
(B)(4). The device has been received and the investigation is ongoing at this time at our bbm service laboratory in (B)(4). A follow up report will be provided when the inspection results become available.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was heavily contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The water as well as the air sensor values were checked. The measured values were within specification. For checking the delivery accuracy, the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility (translation of user facility): over infusion: set rate and flow do not match.